Manufacturer narrative:
Analysis of the spine clamp found it was broken or damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. There was no patient present. It was reported that while the screw of the clamp was cleansed, it was broken. The rep was not present.